Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown laparoscopic procedure, the surgeon was using the harmonic device and the jaw of the device broke off and fell into the patient. The jaw was found and removed from the patient. The procedure was completed with an alternate like device with no patient consequences reported.